Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Right ventricular defibrillation impedance variable but averages approximately 95 ohms through (B)(6) 2016, rises t o 126 ohms by (B)(6) 2016. Analysis of the device memory indicated a r-wave amplitude measurement issue. R-wave amplitude is only sporadically recorded but generally greater than 20mv since (B)(6) 2015, drops intermittently to less than 1mv starting (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert for high right ventricular impedance and low r-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.